Event description:
(B)(4). Well since my partial hysterectomy in (B)(6) 2014 I have felt better for a while. Hair is coming back, skin isn't so crazy, I don't have headaches, I hardly take any over the counter advil on a daily basis. My energy level is getting tons better, I weighed (B)(6) in september before and now weigh (B)(6). I am slowly starting to look and feel much better! Although I am having bladder issues and kidney cyst, I have never had any type of kidney issues or a uti before essure. My follow up CT after my hysterectomy 2 weeks after surgery showed cyst on my kidneys . I no longer look 9 months pregnant and I haven't cramped , been so emotionally crazy! So essure was slowly killing me and now it's out and I feel almost like me again.

Event description:
Uti, hair loss, lack of energy, achy muscles, non stop bleeding, pelvic pain, the list goes on! #medwatcher #mw156369.